Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-01652 and 2134265-2015-06000. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was subsequently diagnosed with non-st elevated myocardial infarction (nstemi). Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo located in the mid portion of saphenous vein graft (svg) to ramus with 99% stenosis, and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was then treated with direct placement of a 3.00 mm x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, worsening coronary artery disease occurred and as per cec adjudication results, revascularization was performed by implanting a 3.5mmx28.00mm promus premier stent in the saphenous vein graft (svg) extending to the ramus intermedius artery and a 2.25 x 28.00mm promus premier stent was implanted into the first obtuse marginal (om) artery. In (B)(6) 2015, the patient presented due to recurrent angina and subsequently, cardiac catheterization was required which revealed a totally occluded stented segment in the first om. On the same day, the 99% in-stent restenosis of the previously implanted 3.5 x 28.00 mm promus premier stent was then treated by placement of a 3.0mm x 16.00mm promus premier stent. Following procedure, residual stenosis was 0%.